Event description:
Patient was on a low air loss alternating mattress rented from facility, and a section deflated and did not re-inflate. Alarm did sound. Bed was changed out and returned to facility. This is a repeat problem with these beds.